Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's daughter reported the customer received a scan result of 181 mg/dl on the adc freestyle libre sensor and experienced feeling unwell. Paramedics were called, and upon their arrival a reading of 34 mg/dl was obtained on their device and customer was treated with glucose. No further treatment was reported. There was no report of death or permanent injury associated with this event.